Event description:
It was reported that the right ventricular (rv) lead had high shock impedance. It had shot up once to 130, but went back down to baseline. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-53 lead, implanted (B)(6) 1997. (B)(4).